Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure the stent fell off the delivery system in the left main/ circumflex. The device was snared out and no patient complications were reported.